Event description:
The following has been reported: north andover reported: ipc leak (valve 3). A preliminary review identified the following issue: pneumatic valve leak failure (valve 3) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The pump was returned for a valve 3 failure. A valve failure was confirmed to valve 4 but not to valve 3. Device alarmed immediately at startup. Pump was reverted to manufacturing mode and underwent pneumatic hardware testing, while ipc leak rate was passing, common leak rate was excessively high. No other damage was identified.